Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming the solution did not come up all the way to the patient line tubing. The patient shook the cassette, and noticed a small hole in the patient line tubing. The affected cassette was discarded, and therapy was restarted with all new supplies with no further issues. The patient did not connect to the leaking cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.